Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the hub is swelling when the blood is flowing through. The catheter has been in use for three months. The customer reported the catheter was pulled and replaced and there was no pt injury.